Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: a visual examination of the returned device found that a break had occurred in the midshaft at the port site. The distal section of the break, including the balloon and tip, were not returned for analysis. An examination of the break site found that the extrusion was stretched and there was a longitudinal tear in the extrusion at the break site. The hypotube was severely kinked and coiled. The manufacturing batch record review confirmed the device met all material, process, and assembly specifications. The most probable root cause is determined to be user related. The device was used in a leg vessel and the dfu states the device "the complaint states that the physician was using this device in the leg. The dfu states that the device is "indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion."

Event description:
Event is reportable based on analysis completed on (B)(6) 2010. It was reported that during an interventional treatment program, a balloon catheter was unable to cross a lesion and the shaft was damaged. The lesion was located in the moderately tortuous lower extremity vessel. Lesion details are unknown. The apex monorail balloon 20mm x 3.00mm was advanced through a previously placed stent. The balloon catheter advanced with resistance, and then removed. The shaft of the device was "crumbled in two or three places." The balloon was "accordianed and flat or smashed", and the catheter was flattened and kinked. The procedure was completed with another device. No patient complications were reported and the patient's status is ok. However product analysis revealed a shaft break.